Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. There was no reported impact to blood glucose. Reportedly, the customer declined troubleshooting with tandem's technical support and the customer did not provide further information regarding the event.